Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a burr on the dilator is inconclusive due to poor sample condition. Two photo samples of a microez microintroducer dilator was provided for evaluation. The first image was of the product label indicating lot: regr1388. The second image showed the dilator component without the sheath. The condition of the dilator tip did not appear to show evidence of deformation from the image angle shown. Dark residue on the dilator shaft was noted near the proximal end; however, the residue could not be identified from the image. Based on the information provided, possible contributing factors include damage prior to or after handling and exposure to residues after kit opening. A review of the manufacturing records did not reveal any evidence to suggest that a manufacturing related root cause contributed to the event. As the damage described in the reported event could not be clearly observed in the photo samples provided, the complaint could not be confirmed and remains inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that burrs were found with the seldinger prior to use. It was stated the device was discarded. No other information was provided. It was reported this occurred with two devices. This report addresses the second device.

Event description:
It was reported that burrs were found with the seldinger prior to use. It was stated the device was discarded. No other information was provided. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regr1388 showed no other similar product complaint(s) from this lot number. The complaints for this lot number (regr1388) have been reported from the same facility in china. Device not returned for evaluation.